Manufacturer narrative:
A revision procedure was performed and the non-boston scientific lead was surgically abandoned and replaced with a df-4 rv lead. A lead fracture with the non-boston scientific lead was reported. The device was also explanted and replaced with a df-4 compatible device. Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high pacing impedances on a non-boston scientific lead. No other out of range impedances were noted. Impedances had ranged from 500 to 1900 ohms and no noise was noted. No adverse patient effects were reported.